Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device being inoperative when external batteries were removed, despite being connected to ac power, was confirmed. Ventec observed that the device's internal battery had lithium/electrolyte leakage which had damaged some components. Ventec then replaced the internal battery and control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the internal battery had leaked lithium/electrolyte on to the control board.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device would unexpectedly lose power (inop) any time its external batteries were removed, even when connected to an ac power source (which the device would not recognize). There was no patient involvement associated with the reported event.